Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicate that there are no known causes for the discordant duplicate immulite 2500 positive stat troponin result. The instrument is performing within specs.

Event description:
A false positive immulite 2500 stat troponin assay result was obtained on a pt sample when run in duplicate. The customer runs all troponin test samples in duplicate and performs repeat testing on any discordant result. The repeat negative troponin test result was reported. There was no known report of pt treatment being altered or adverse health consequences due to the false positive duplicate stat troponin assay result.